Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a lead safety switch (lss) alert due to the associated right atrial (ra) lead exhibiting high out of range pacing impedances with values greater than 3000 ohms. In addition, the right atrial automatic threshold (raat) test was reported to be suspended after the lss. Technical services (ts) was consulted and stated that for the raat test function the lss alert needed to be cleared. Subsequently, it was reported that the device was interrogated and the lss alert was cleared. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a lead safety switch (lss) alert due to the associated right atrial (ra) lead exhibiting high out of range pacing impedances with values greater than 3000 ohms. In addition, the right atrial automatic threshold (raat) test was reported to be suspended after the lss. Technical services (ts) was consulted and stated that for the raat test to function the lss alert needed to be cleared. Subsequently, it was reported that the device was interrogated and the lss alert was cleared. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.